Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported a radial tear was noticed sub incisional during irrigation and aspiration of a laser assisted cataract surgery. A sulcus lens was placed to successfully complete the surgery.